Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the pump had lost power at times. The reporter stated that the battery was only lasting about two weeks and the battery indicator would go from full to low and to full again. The reporter indicated that the pump was emitting battery alarms about every 2 weeks. This report is made based on the allegation that the pump had lost power and it was unable to be determined if the pump emitted a battery alarm prior to the event.

Manufacturer narrative:
(B)(4): a review of the black box history did not show any unusual power on resets. No damage was found to the battery compartment. The returned battery cap was found to be within specifications and fit securely to the pump. During testing, the pump powered on normally and was exercised for 24 hours without any alarms or power loss. The pump cover was removed and no damage was found to the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.